Event description:
The technician alleged that the air board is not functioning due to fluid ingress. No patient impact.

Manufacturer narrative:
The technician replaced the air board to resolve the issue.